Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection and meniscus removal. Previously administered products included for an unreported indication: jolessa in (B)(6) 2011 and loestrin on (B)(6) 2010. Concurrent conditions included drug hypersensitivity, drug allergy and dysfunctional uterine bleeding. Concomitant products included escitalopram oxalate (lexapro) since 2004 and lorazepam since 2004. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced weight increased ("weight gain/weight gain/loss (specify: gained)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced migraine ("worsening of her migraines/migraine/headache") and headache ("worsening of her headaches/migraine/headache"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), pelvic pain ("pain"), abdominal pain ("abdomen pain"), arthralgia ("joint pain/joint pain") and weight decreased ("weight loss"). The patient was treated with rizatriptan and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain and arthralgia had resolved, the genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain and weight decreased outcome was unknown and the menorrhagia, menstrual disorder, abdominal distension, migraine, headache, anxiety, fatigue, weight increased, endometriosis and ovarian cyst was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe lower back pain') and device dislocation ('essure coils not visible') in a 42-year-old female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and meniscus removal. Previously administered products included for an unreported indication: jolessa and loestrin. Concurrent conditions included drug hypersensitivity, drug allergy and dysfunctional uterine bleeding. Concomitant products included ibuprofen for pelvic pain as well as escitalopram oxalate (lexapro) since 2004 and lorazepam since 2004. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient was found to have weight increased ("weight gain/weight gain/loss (specify: gained)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2013, the patient experienced migraine ("worsening of her migraines/migraine/headache") and headache ("worsening of her headaches/migraine/headache"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), abdominal pain ("abdomen pain") and arthralgia ("joint pain/joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with rizatriptan and surgery (total hysterectomy (full) with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain and arthralgia had resolved, the device dislocation, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain and weight decreased outcome was unknown and the menorrhagia, menstrual disorder, abdominal distension, migraine, headache, anxiety, fatigue, weight increased, endometriosis and ovarian cyst was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, device dislocation, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Lot number: 919032, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe lower back pain') and device dislocation ('essure coils not visible') in a 42-year-old female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and meniscus removal. Previously administered products included for an unreported indication: jolessa and loestrin. Concurrent conditions included drug hypersensitivity, drug allergy and dysfunctional uterine bleeding. Concomitant products included ibuprofen for pelvic pain as well as escitalopram oxalate (lexapro) since 2004 and lorazepam since 2004. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient was found to have weight increased ("weight gain/weight gain/loss (specify: gained)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced migraine ("worsening of her migraines/migraine/headache") and headache ("worsening of her headaches/migraine/headache"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), abdominal pain ("abdomen pain") and arthralgia ("joint pain/joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with rizatriptan and surgery (total hysterectomy (full) with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain and arthralgia had resolved, the device dislocation, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain and weight decreased outcome was unknown and the menorrhagia, menstrual disorder, abdominal distension, migraine, headache, anxiety, fatigue, weight increased, endometriosis and ovarian cyst was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, device dislocation, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter's information added. Event:essure coils not visible added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: jolessa in january 2011 and loestrin on (B)(6) 2010. Concomitant products included escitalopram oxalate (lexapro) since 2004 and lorazepam since 2004. On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In may 2017, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain"), pelvic pain ("pain"), abdominal pain ("abdomen pain"), arthralgia ("joint pain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain and arthralgia had resolved, the genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain and weight decreased outcome was unknown and the menorrhagia, menstrual disorder, abdominal distension, migraine, headache, anxiety, fatigue, weight increased, endometriosis and ovarian cyst was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal genital bleeding, vaginal bleeding, pelvic pain, abdominal pain, arthralgia, weight loss are added. Lot number added. Historical drug & concomitant drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, menstrual disorder, abdominal distension, migraine, headache, anxiety, fatigue, weight increased, endometriosis and ovarian cyst was resolving. The reporter considered abdominal distension, anxiety, back pain, endometriosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.